Event description:
The customer reported that following a diagnostic catheterization/ptca procedure in 1999 a vasoseal vhd was deployed. On dec 7, 1999 the pt returned to the hosp for an x-ray of the right groin which revealed the vasoseal vhd sheath. On dec 8, 1999 an incision and drainage was performed and the sheath was removed from the site. The pt was admitted and placed on oral antibiotics. No further complications were reported.